Manufacturer narrative:
(B)(4). Attempted to download using crest tool and was unsuccessful. The unit p-cap or test reservoir locks in place properly. The pump was received with a critical pump error (open book image) due to moisture damage on the electronic assembly. Pcb a2 was swapped but unsuccessful. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime or seating test, basic occlusion, occlusion, force sensor and displacement test due to the critical pump error. The insulin pump was received with a cracked case (corner of belt clip rails), missing display window cover and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the insulin pump was cracked near battery area. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.